Event description:
Account alleged that the bed is getting intermittent controls again. The account stated that the bed will not go into trendelenburg. No pt impact.

Manufacturer narrative:
The account stated that the bed will flatten out from the vascular position by pushing the enable key and no other button. The account received and email from the product specialist stating that the bed would be replaced. No further info is available on the repair of the bed at this time.